Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that occasionally when they are close to "big stuff" they don't "feel right." A revision was performed and the implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.